Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted, however the insulin pump alarmed motor error during rewind due to corroded motor-home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, verify operating currents, or verify button error alarm due to motor error alarm. The insulin pump had moisture damage found on the electronics, battery tube, vibrator and keypad assembly during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump might have alarmed button error. The insulin pump had a blank display and condensation was under the screen's right side. The insulin pump was submerged in water. Customer's blood glucose level was 562 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.